Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the fr stent could not pass through the rebar microcatheter. After several attempts, it could not pass through. Healthcare provider (hcp) replaced it with another fr stent and it passed through successfully. There was resistance during delivery during the procedure. The vessel was minimally tortuous. The resistance was in the middle section of the catheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of ischemic stroke in the c6-c7. Baseline modified rankin scale (mrs) score was 5, procedure 1. Baseline national institutes of health stroke scale (nihss) score was 10, post-procedure 2. Tici baseline 0, post-procedure level 3.  IV tissue plasminogen activator (tpa) was not contraindicated. There was one pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 140 minutes.